Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored pacemaker mediated tachycardia (pmt) episodes for an atrial or sinus driven arrhythmia. Additionally, two inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Correction to b5: updated description to include inappropriate anti-tachycardia pacing (atp). Correction to h6: added a0712/pacing problem to capture allegation of inappropriate anti-tachycardia pacing (atp).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored pacemaker mediated tachycardia (pmt) episodes for an atrial or sinus driven arrhythmia. Additionally, anti-tachycardia pacing (atp) and two inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d system remains in service. No additional adverse patient effects were reported.